Event description:
Per the clinic, the patient developed a hematoma at the implant site several days post-operatively. The patient underwent three separate surgical procedures to drain the fluid (dates not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.